Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that was actively running methotrexate through properly prepared tubing. The patient's parents called out and informed staff that chemo was leaking from the tubing. It was quite clear that it was the chemo leaking because the liquid coming from the line was yellow.

Manufacturer narrative:
The customer reported the tubing was leaking chemo during infusion, and returned one used sample of material 10942011, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water for 30 minutes at 120 ml/hr. No issues or leaks were found during this testing. The set was then capped and pressurized, and no issues were found. The complaint of leakage could not be verified, and no issues were observed. The root cause of this issue could not be identified without a replicated failure. A device history record review was not performed as the lot number is "unknown" for this complaint.